Manufacturer narrative:
Na.

Event description:
It was reported that during a surgery procedure, the surgeon tightened the blocker with the universal tightener according the op technique and fixed the blocker with a torque wrench and a torque key. During this the blocker broke off. To complete the surgery, the surgeon had to change the rod and the blocker.